Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a screw driver broke. When the doctor screwed the locking screw, he placed the drill bit directly against handle with quick coupling for tla without using the torque-limiting attachment. As a result, the drill bit broke. The doctor reported that although he used it without the torque-limiting attachment, the breakage came quickly. As a result, it caused metallic fatigue due to the drill bit being used often. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was not performed because no lot number was provided. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: part/lot combination unknown at synthes (B)(4), no DHR review possible.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Lot # determined during evaluation. The investigation of the complained screwdriver shows that the hexagonal part is indeed completely broken off. It is possible that the breakage of the hexagonal tip was caused due to normal wear and tear over the years. Reviewing the manufacturing and material documentation, no deviation to the specification could be detected. No product fault could be detected.